Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending.

Event description:
After almost 4 years of implantation, this ICD was explanted because the ra threshold significantly went up with poor sensing. It was also reported that the device was approaching eri. A new paradym was implanted.

Event description:
After almost 4 years of implantation, this ICD was explanted because the rv threshold significantly went up with poor sensing. It was also reported that the device was approaching eri. A new paradym was implanted.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. The initial complaint reported the ra threshold significantly went up. However, it was the rv threshold.